Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process, confirmed as cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. As a corrective action, the customer was to use mdi as a backup insulin therapy, and a replacement pump was sent by technical support. The customer was instructed on how to place the current pump into storage mode and return it using a provided pre-paid label, which the customer understood and acknowledged.